Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the label was missing the back coating. It was also noted that the device failed uplink functional testing due to the cable being out of electrical specification. (B)(4).

Event description:
It was reported that the radio frequency (rf head) needs a rubber foot. The rf head has been returned for repair. It was analyzed and tested out of specification. There was no patient involvement.